Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2020-01699, 3006705815-2020-01700. It was reported that the patient experienced infection following a perm implant procedure on (B)(6) 2020. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein the entire scs system was explanted. No new products were implanted and the patient was placed on antibiotics. No further information was provided.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.